Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was explanted due to bacteremia and vegetation on the right atrial (ra) lead. The patient was treated with antibiotics and a replacement system will be implanted once the infection clears. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.